Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaws of the force bipolar broke when grasping tissue. The broken piece was retrieved during the same procedure and the case was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a hysterectomy, no tissue or vessel was damaged, and there was no bleeding. The surgeon believed that the event occurred halfway through the operation and was not caused by the da vinci system, instrument, or accessory. The event had a non-negative effect on the patient's health, and there were no post-operative complications. To complete the procedure, a new force bipolar was used as a replacement instrument.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The force bipolar instrument was transferred to the advanced failure analysis (afa) team for further investigation. Afa was able to confirm initial failure analysis findings. The instrument was confirmed to have a broken molded insulator and dislodged grip which were not returned with the instrument. The molded insulator breaking likely caused the grip to get dislodged along with the molded insulator. The broken conductor wire likely occurred in this same instance as it would have been connected to the grip.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator at the distal end. A piece approximately 0.172" x 0.375" in size was missing and not returned with the instrument. Also, the instrument was found to have one of the grip tips to be dislodged. A piece approximately 0.183" x 0.598" in size was missing and not returned with the instrument. This failure is a result of the broken molded insulator. The instrument was also found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed.